Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and a bleeding display glass.

Event description:
The customer reported that her insulin pump was alarming and squirting out insulin. The customer's blood glucose was 80 mg/dl at the time the issue was reported. During troubleshooting, the customer stated that the drive support cap was protruding. Nothing further reported.